Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor and pharmacy due to meter results. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 18-jun-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who requested a call back in a few days to make sure the results are accurate and to make sure she is comfortable with the replacement products.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 128, 138, 153, 165 and 196 mg/dl. The customer¿s expected blood glucose test result ranges are before breakfast: 80-103 fasting am and 4 hours after dinner 120-130 mg/dl fasting pm. The customer feels well and did not report any symptoms. Customer stated on monday on (B)(6) 2025, she contacted her doctor over concerns about the high results; doctor had advised to test meter with control solution or to call insurance company for a new meter. Customer stated she called her pharmacy, but they advised they could only help her in how to run a blood test. Customer then called her insurance, and her insurance advised her to contact the manufacturer. The test strip lot manufacturer¿s expiration date is 07/23/2026. The product is not stored according to specification (bathroom). The customer did have another vial of test strips that had been stored and handled correctly, lot number: zc5958s. During the call, a back-to-back blood test was not performed by the customer. The meter memory was reviewed for previous test result history: result 1: 128 mg/dl date: on (B)(6), time: 8:14a fasting. Result 2: 138mg/dl date: on (B)(6), time: 9:20p fasting 4 hours after dinner. Result 3: 153mg/dl date: (B)(6), time: 3:33p non-fasting. Result 4: 165mg/dl date: (B)(6), time: 8:05a fasting. Result 5: 196mg/dl date: (B)(6), time: 10:35p fasting 4 hours after dinner.

Manufacturer narrative:
Sections with additional information as of 01-aug-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-020: user's test strip had poor storage.